Event description:
A facility reported that the mayfield modified skull clamp (a1059) does not hold when placed on the patient in the prone position. No additional information is available.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows that the swivel lock assembly has no defect; it closes and opens properly and there is no movement. The swivel base assembly rotates smoothly throughout the 360 degree rotation and the torque screw shows all correct values (20, 40, 60, 80) under pressure and can be easily rotated. New components were added to replace worn internal parts, and general maintenance and cleaning were performed. The unit has been subjected to a successful functional check and meets manufacturer specifications. Root cause - the complaint is not confirmed. Evaluation of the returned device found that the unit meets all manufacturers specifications. Probable root cause of the reported complaint is improper setup/placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.